Manufacturer narrative:
On 26-sep-2023, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient receiving a cardiac ablation procedure with a thermocool smarttouch sf ablation catheter experienced a cardiac tamponade requiring pericardiocentesis. It was reported that during an idiopathic ventricular tachycardia (vt) case, a pericardial effusion was noticed in the patient. When mapping with the smarttouch sf catheter in the right ventricular outflow tract (rvot), the medical team would intermittently receive high force readings of about 40g, 50g, and 90g for about a second at a time, on the carto 3 system. There was a high force reading of 90g was only present for about 0.3 seconds on cartoreplay despite no ablation having been performed. The pericardial effusion was discovered via the soundstar catheter on cartosound and the ultrasound system. The pericardial effusion was confirmed via echo (echocardiogram). The medical intervention provided was a pericardiocentesis, and about 250cc of fluid was removed. The physician believes the pericardial effusion may have possibly occurred due to applying pressure on the posterior part of the right ventricular outflow tract (rvot). The patient was then in stable condition. The physician¿s opinion on the cause of this adverse event was the procedure. Patient outcome is fully recovered (no residual effects). The patient require extended hospitalization because of the adverse event. The force visualization features used were graph, dashboard, and vector. No transseptal puncture performed and the event occurred during mapping. Flow setting was standard low flow 2ml/min. Correct catheter settings selected on the generator. No errors on the bwi equipment during the procedure. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
On 27-oct-2023, the product investigation was completed. A patient receiving a cardiac ablation procedure with a thermocool smarttouch sf ablation catheter experienced a cardiac tamponade requiring pericardiocentesis. It was reported that during an idiopathic ventricular tachycardia (vt) case, a pericardial effusion was noticed in the patient. When mapping with the smarttouch sf catheter in the right ventricular outflow tract (rvot), the medical team would intermittently receive high force readings of about 40g, 50g, and 90g for about a second at a time, on the carto 3 system. There was a high force reading of 90g was only present for about 0.3 seconds on cartoreplay despite no ablation having been performed. The pericardial effusion was discovered via the soundstar catheter on cartosound and the ultrasound system. The pericardial effusion was confirmed via echo (echocardiogram). The medical intervention provided was a pericardiocentesis, and about 250cc of fluid was removed. The physician believes the pericardial effusion may have possibly occurred due to applying pressure on the posterior part of the right ventricular outflow tract (rvot). The patient was then in stable condition. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and during the analysis, hi force and a negative force vector were observed in one of the curves of the device. For this type of failure mode, a manufacturing investigation was performed and it was determined that the observed issue is related to the manufacturing process during the internal wire assembly. A manufacturing record evaluation was performed for the finished device 31095984l number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).